Manufacturer narrative:
The lens was returned inside a small brown envelope in folded white gauze material. Solution was dried on the lens. The optic was broken into two portions. The optic edge has an area that was broken. The lens material from the broken optic edge was not returned. One haptic was bent in the gusset and distal area. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Based on information provided on the completed customer questionnaire, the root cause was explained to be unrelated to the lens. The questionnaire answered the question of "if no, in the surgeon's opinion what caused the event?" With their answer: mechanical defect. The cause of the decentered iol is not known, and it is unclear what is meant by "mechanical defect. The explanted lens was broken into two portions with additional lens damage. This lens damage may have been interpreted as the "mechanical defect", damaged during use. Qualified associated products were used. It is unknown how long the lens was allowed to remain in a folded condition inside the cartridge. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information was provided in the file that the company lens 17.0 diopter lens was removed and replaced with a non- company monofocal lens, +15.0 diopter. This information may suggest that the two diopters less of the replacement non-company monofocal lens may have been an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported about a lens being explanted in a secondary procedure due to lens when checked post operatively found to be decentered. The lens was replaced with non company lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:( B)(4).